Manufacturer narrative:
(B)(4): the customer reported that they were unable to acquire a 12-lead ECG on a pt. This symptom could delay diagnosis and therapy. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that they were unable to acquire a 12-lead ECG on a pt. This symptom could delay diagnosis and therapy.